Event description:
On (B)(6) 2011, it was reported that the patient's pump had been empty for three months and was alarming. Patient was considering not going forward with the pump at the time. Patient was also considering hcps (health care professionals) at the time. On (B)(6) 2011, patient experienced an increase in baseline pain and it was noted that the pump had been dry since (B)(6) 2011. On (B)(6) 2011, it was stated that an appointment was scheduled with a physician the next day. Patient had some problems with his legs and some breathing problems. The pain pump was alarming every 5- minutes, since two or five months (unclear). It was stated that the pump was refilled in (B)(6). Patient had severe pain from the middle of the right side his back up to his foot, "so extreme that can not apply weight and fall." Patient was unable to move legs and "the pain originated from the catheter entry point." Patient had "numerous symptoms." Patient had been to the ER four times and was treated for pain. Pump read critical end of service (eos) alarm. Drug infused via the pump per MFR records was dilaudid.

Manufacturer narrative:
(B)(4).